Event description:
It was reported that during the implant attempt, the atrial lead dislodged and was reimplanted in the same position. After the incision site was sutured shut, the right ventricular lead was discovered to be dislodged. The lead was reimplanted with good results and remains in use. While reimplanting the ventricular lead, the atrial lead dislodged a second time. The atrial lead was removed and replaced with an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed and no anomalies were found. Visual summary analysis of the lead indicated damage at implant. Visual summary analysis of the lead indicated stretching. (B)(4)